Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with drug-free urine and all devices produced negative coc and thc results at the read time. All results met the qc specification. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving one unconfirmed false positive thc result on one random donor urine specimen and one unconfirmed false positive cocaine result on another random donor urine specimen. The unconfirmed false positive results occurred on 2 devices out of 100 devices used. No confirmation testing was performed and no treatment or intervention was provided based on the results.